Event description:
Report received of an underdelivery. The device was returned to the user facility's biomedical engineering department with an unsigned note stating, "broken". No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, the device reportedly delivered 18.1 ml and 18.2 ml, in two separate tests, from an expected delivery of 20 ml. Delivery accuracy specifications for this device require delivery of 20 ml +/- 1 ml (+/- 5%). There were no reports of any adverse pt events while the device was in clinical use. Though requested, no addtional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.